Event description:
Information was received indicating that during the use of a smiths medical cadd solis vip pump, the batteries were defective and could not be recharged. Subsequently, the batteries were replaced. No adverse effects were reported.